Event description:
The recipient reportedly had a partial insertion of the electrode array during initial implant surgery. The recipient underwent revision surgery to reinsert electrode array. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that an electrode contact pad was missing and that another electrode contact pad was extruded prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed that an electrode wire was broken and that the contact pad was missing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.